Event description:
On (B)(6) 2013, it was reported that the patient experienced elevated blood glucose levels as high as 22 mmol/l (396 mg/dl) around lunch time. She attempted to bolus, but the device displayed e6 (mechanical error). The patient's mother picked her up from school and she cleared the e6 message, but her blood glucose level did not lower. Troubleshooting did not identify any issues with the device. However, the patient's mother does not think the device delivers properly and she has lost confidence in the device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.